Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A buddy wire was advanced and failed to cross the lesion. Subsequently, a 3.00 x 20 synergy¿ drug-eluting stent was advanced but also failed to cross the shoulder of the proximal rca. The stent was removed and it was noted outside patient that the proximal edge of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.